Manufacturer narrative:
Corrected data: evaluation method code grid: changed to device not returned, evaluation results code grid: changed to no findings available, component code: changed to others - insufficient information, conclusion code: changed to cause not established.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center and during evaluation foam particles were not observed. The patient is alleging liver disease/toxicity and lung disease. In addition, the patient also alleged respiratory tract irritation. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. Section-h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center and during evaluation foam particles were not observed. The patient is alleging liver disease/toxicity and lung disease. In addition, the patient also alleged respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.